Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. As it is unknown if customer was using ios or android operating system, d4 - model no has been provided for ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarms did not sound and as a result, the customer was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided juice as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarms. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s9 (android 10, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown device, os unknown , app version unknown. The customer reported the low and high alarms did not sound and as a result, the customer was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided juice as treatment. There was no report of death or permanent injury associated with this event.